Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had the display went blank. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that on friday they had practice with her track team and it stopped working. The customer stated it got wet from sweat. The customer stated the pump display went blank immediately after pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self-test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.